Event description:
I received bilateral lasik surgery with the visx inc. Star excimer laser system and have had significant ongoing vision problems post-op. I had no surgical complications (flap problems, infection, etc). However, I have significant higher - order abberations, resulting in poor vision acuity and quality and double vision (daytime and night), and glare - especially at night. My best corrected vision with lens and/or spectacles is much poorer compared to pre-surgery.